Event description:
It was reported that pump insulin gauge displayed much lower insulin amount than expected, with caller experiencing ongoing inaccurate fill estimate despite proper filling steps and use of room temperature insulin, and issue persisted even after loading new cartridge. There was no reported impact to the customer¿s blood glucose level. Caller was educated that cartridges were single-use products, was walked through filling and loading new cartridge and delivering test bolus, and tandem technical support arranged replacement pump, instructed caller to place pump in storage mode and return it within 10 days, and advised caller to program pump settings and reconnect continuous glucose monitor on replacement device while continuing to use current pump as backup therapy.